Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation of the pulse generator, intermittent loss of ventricular capture was observed. No intervention was performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.